Event description:
It was reported by a company representative that high impedance was received after a vns patient underwent generator replacement surgery. The patient's treating nurse indicated diagnostics intra-op was within normal limits. High impedance was received at the follow-up appointment and the device was programmed off. No patient manipulation or trauma was reported to have contributed to the reported high impedance. X-rays were taken and sent to the manufacturer for review. Review of x-rays indicated the generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin seemed to not be fully inserted into the generator connector block. Part of the lead is visible, apart from a section of the lead that is placed behind the generator and could therefore not be assessed. Electrodes seem correctly aligned on the vagus nerve. Two suspect areas, sharp angles, are visible in section of lead close to the electrodes. These suspect areas could not be fully assessed due to lack of neck ap and lateral view. No obvious lead breaks are present on the assessable portions of lead. Additional information was received through the area representative indicating the patient underwent pin re-insertion surgery. The cause of the high impedance was due to the pin not being fully inserted. Normal impedance value was received after the pin was reinserted.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator.